Manufacturer narrative:
Corrected: h6 (annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2023, 5867-3m adaptor implanted: (B)(6) 2023, 5076-52 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined and variable defibrillation and superior vena cava (svc) coil impedances. The pacing portion of the rv lead was trending upward. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was fractured. In addition, approximately 4 months after the procedure to cap and replace the rv lead, a perforation of unknown origin and a small pericardial effusion was noted. Approximately 2 weeks later, the patient reported rapid heart rate, dyspnea, and fatigue. The capped rv lead caused significant mass effect and protrusion that caused pocket discomfort, erosion, and significant weight loss over months. The previously capped lead was explanted. The implantable cardioverter defibrillator (ICD) was repositioned in a subpectoral position.